Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) there was a sticky substance on the lens. This has happened approximately ten times to the reporting surgeon. The surgeon removed the substance during the initial procedure and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model/diopter used was not provided. The site has indicated that viscoelastic is not used in the cartridges. A qualified handpiece was indicated. The root cause for the reported issue may be related to a failure to follow the dfu. The site indicated viscoelastic is not placed in the company cartridges. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. A company director of global qa tech & customer affairs discussed the cases with the surgeon. The manufacturer internal reference number is: (B)(4).